Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump keypad was observed to be intact with no evidence of peeling or other damage. The contrast button was found to be unresponsive to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and contamination was observed under all of the keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the button contacts. This report is made based on the results of evaluation.